Event description:
Flight dental operatory package started smoking while in use with a pt in the chair. Fool smelting smoke rose to the ceiling from the unit and melted the cavitron receptacle. (B)(6)- on (B)(6) 2015, the flight dental chair's treatment tray/head started smoking while I was adjusting a pt's denture. The seated pt actually noticed the black, grayish smoke coming from the sides of the tray/head. The smoke had an awful smell and rose to the ceiling. The heat from the fire melted the black cavitron receptacle. The chair shut-down and would not function.